Event description:
It was reported that during a lead pull while removing the trial leads, the top contacts came off of the lead and remained implanted in patients body. The patient will undergo revision procedure. Additional information was received that the contacts left in the patients body were removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7114636.

Event description:
It was reported that during a lead pull while removing the trial leads, the top contacts came off of the lead and remained implanted in patients body. The patient will undergo revision procedure.

Event description:
It was reported that during a lead pull while removing the trial leads, the top contacts came off of the lead and remained implanted in patients body. The patient will undergo revision procedure. Additional information was received that the contacts left in the patients body were removed.

Manufacturer narrative:
Sc-2316-50e (sn:(B)(6) ). The returned lead was analyzed and visual inspection found that the distal end was fractured between electrode # 4 and 5. Electrodes # 1 to 4 were not returned and the rest of the lead body. The cables were exposed at the damaged portion of the lead. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicated that the cables did not break at or near the welds. With all the available information, boston scientific confirmed that the lead was damaged. It appeared that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.